Event description:
It was reported by the patient that it feels like the implantable cardiac monitor (icm) is sinking into their chest. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.